Event description:
A pump display was reported to be frozen while the customer was administering a bolus. The customer declined to provide their blood glucose level, so there was no reported impact. Technical support initially provided instructions for a pump reset, but when that did not resolve the issue, the pump was replaced under warranty. The customer was informed of the replacement procedure, provided with shipping instructions, and instructed to return the problematic pump.